Event description:
The dental implant fx3808mlc was removed on (B)(6) 2019 due to loss of osseointegration 7 years and 7 months after implantation. The patient has no significant medical history. The doctor noted periodontal disease during explantation. The patient has recovered without complications.